Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm. Customer was able to clear the alarm and not able to complete insulin pump rewind. Customer stated that the rewind process had not been completed at the first time because it required to rewind many times and it work at the third or fourth attempt. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.